Event description:
Pt had fluids running at 500ml/hr prior to initiation of chemotherapy. Secondary IV tubing became disconnected from drip chamber and fluids ran out all over the floor. The patient noticed immediately and was able to reconnect it until a nurse could evaluate it. Pt states that the line was not being touched when it came loose. No harm came to anyone due to the type of fluids that were running. If there had been chemotherapy running, it could have caused potential harm to the patient/visitors as well as staff involved in the hazardous spill.

Manufacturer narrative:
The following elements have blank data.

Event description:
Pt had fluids running at 500ml/hr prior to initiation of chemotherapy. Secondary IV tubing became disconnected from drip chamber and fluids ran out all over the floor. The patient noticed immediately and was able to reconnect it until a nurse could evaluate it. Pt states that the line was not being touched when it came loose. No harm came to anyone due to the type of fluids that were running. If there had been chemotherapy running, it could have caused potential harm to the patient/visitors as well as staff involved in the hazardous spill.

Manufacturer narrative:
The following elements have blank data.

Event description:
Pt had fluids running at 500ml/hr prior to initiation of chemotherapy. Secondary IV tubing became disconnected from drip chamber and fluids ran out all over the floor. The patient noticed immediately and was able to reconnect it until a nurse could evaluate it. Pt states that the line was not being touched when it came loose. No harm came to anyone due to the type of fluids that were running. If there had been chemotherapy running, it could have caused potential harm to the patient/visitors as well as staff involved in the hazardous spill.